Event description:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of genital haemorrhage ('she bled more') in an adult female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not order a hsg, did not have a hsg test done" in 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), malaise ("she has not been feeling well, it is getting worse"), adnexa uteri pain ("right side by her ovary discomfort/worse when getting her period") and abdominal distension ("bloating, swollen abdomen"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage and abdominal distension outcome was unknown and the malaise and adnexa uteri pain had not resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, genital haemorrhage and malaise with essure. The reporter commented: on (B)(6) 2015, consumer stated that she did not have an hsg (hysterosalpingogram) test done. In (B)(6) 2015 and, according to her, health care professional did an ultrasound and said that they are there (as reported, understood as essure coils in place) and he did not order a hysterosalpingogram. On (B)(6) 2015, nurse reported, the consumer never returned for her hsg hysterosalpinogram test. She had a june appointment and she never showed up. They have been trying to reach her. An ultrasound was not done. Her essure was implanted on (B)(6) 2015. She had a 1 week follow-up just to see how she was doing and she was doing fine. The essure model ess 305 with lot number c49140. The nurse believed she had medicaid and was not sure if her not coming for follow-up appointment had to do with insurance or lack of insurance. In oct-2016, consumer reported she had not been feeling well, it was getting worse. She had right side by her ovary discomfort; it was worse when getting her period, and also experienced bloating, she bled more, and had a swollen abdomen. The discomfort was constant at time of reporting. She was scheduled for an ultrasound in the week after time of reporting (B)(6) 2016). No ectopic pregnancy, no oophorectomy, no hospitalization, no infection w/ IV antibiotics, no blood transfusion or sepsis diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: results: they are there (as reported). Quality-safety evaluation of ptc: lot# : c49140 - production date:09-apr-2014 - expiration date: 30-apr-2017 final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. This ptc was initiated due to a usability issue. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 11-mar-2022: mr received. The case became serious incident. Essure removal date and surgery detail added. Rcc updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('she bled more') in an adult female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not order a hsg, did not have a hsg test done" in 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), malaise ("she has not been feeling well, it is getting worse"), adnexa uteri pain ("right side by her ovary discomfort/worse when getting her period") and abdominal distension ("bloating, swollen abdomen"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage and abdominal distension outcome was unknown and the malaise and adnexa uteri pain had not resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, genital haemorrhage and malaise with essure. The reporter commented: on (B)(6) 2015, consumer stated that she did not have an hsg (hysterosalpingogram) test done. In (B)(6) 2015 and, according to her, health care professional did an ultrasound and said that they are there (as reported, understood as essure coils in place) and he did not order a hysterosalpingogram. On (b)(2015, nurse reported, the consumer never returned for her hsg hysterosalpinogram test. She had a june appointment and she never showed up. They have been trying to reach her. An ultrasound was not done. Her essure was implanted on (B)(6) 2015. She had a 1 week follow-up just to see how she was doing and she was doing fine. The essure model ess 305 with lot number c49140. The nurse believed she had medicaid and was not sure if her not coming for follow-up appointment had to do with insurance or lack of insurance. In (B)(6) 2016, consumer reported she had not been feeling well, it was getting worse. She had right side by her ovary discomfort; it was worse when getting her period, and also experienced bloating, she bled more, and had a swollen abdomen. The discomfort was constant at time of reporting. She was scheduled for an ultrasound in the week after time of reporting (B)(6) 2016. No ectopic pregnancy, no oophorectomy, no hospitalization, no infection w/ IV antibiotics, no blood transfusion or sepsis diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: results: they are there (as reported). Batch no c49140 production date 2014-04-09 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.